Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2017 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2020 during which the surgeon noted the omentum was adherent to a prior placed mesh. A meticulous dissection was undertaken to remove these structures from the incarceration. Eventually a small piece of omentum was left attached to the mesh, but he was able to free the bowel. The previously placed mesh was crumpled and displaced. It was removed in pieces and completely taken through a trocar. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/15/2021. H6: appropriate term / code not available (e2402) utilized to capture imesh migration. Additional b5 narrative: it was reported that the patient experienced mesh migration following surgery. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.